Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an "error code 2" message on the display of the abbott diabetes care (adc) device. Customer experienced vomiting and loss of consciousness, was hospitalized for hyperglycemia, and was treated with an unspecified infusion. There was no report of death or permanent injury associated with this event.